Manufacturer narrative:
Additional information was received on september 29, 2021. This was identified as a duplicate of 1645337-2021-09052. This file has been updated with all the most current and correct information. All further reporting will be performed on this file. This information includes the receipt of the device and updated lot number (9488953) the investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Implant looks normal. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. The product inflates correctly and the valve works as expected. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unspecified device issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a mentor smooth round moderate profile 375cc saline prosthesis placed experienced an unspecified product problem post procedure. This resulted in an explant being performed on (B)(6) 2021. No additional patient consequences were noted.